Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited "battery depleted". It was reported the end user changed the batteries and the pump started again. Per reporter when the end user went to the scheduled pump removal the pump was off and there was still 7 ml remaining in the bag. No adverse patient effects were reported. No additional information is available.